Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Conclusions: the device was not returned to (B)(4) for evaluation therefore, we are unable to determine the cause for the reported event. In addition the lot number was unavailable therefore a review of the DHR could not be performed. Should additional information pertinent to this event become available, (B)(4) will submit a follow-up report. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: asku. Flow rate: asku. Procedure: asku. Cathplace: asku. Please reference: 2026095-2015-00345/(B)(6), 2026095-2015-00350/(B)(6), 2026095-2015-00355/(B)(6), 2015-00357/(B)(6), 2015-00358/(B)(6), 2015-00359/(B)(6) and 2015-00360/(B)(6). It was reported via the medsun importer # (B)(4), received on 11/13/2015 from (B)(6) that a patient reported the following: incident #2-8 of 8: "the visiting nurse who disconnected my pump on saturday said that her other patients using the same device also completed well ahead of schedule." Additional information received on 12/9/2015: it was reported by the hospital that approximately seven other similar events occurred between end of (B)(6) 2014. It was estimated that three of these events were medwatch, however, unable to confirm. It was reported that all other patients were stable and didn't suffer additional injury. No further information was provided and devices are unavailable for return.

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A medsun importer report # (B)(4) was received stating, "patient's eis device completed infusion seventeen hours early. A phone call was made to the patient. Patient was connected at 1500 and scheduled for disconnect in patient's home two days later at 1300 to compete forty-six hour cycle. At approximately 11pm on the following day, the patient noticed that the eis device was empty, which was fourteen hours early. At this point, the patient called the visiting rn and they came to do disconnect. In conversation with the patient she noted that she does sleep with device in fanny pack around her waist under the covers. In this position, the eis device could have gotten too warm or the patient could have rolled onto the device."